Manufacturer narrative:
The device has not been returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review or if the device is returned, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The apex monorail 3.25 x 15mm balloon was positioned in the severely calcified, moderately tortuous, 90 percent stenosed lesion located in the mid right coronary artery (rca) to predilate the vessel. The balloon system encountered no resistance. During the first inflation, the balloon ruptured at 3 atmospheres (atm). The procedure was able to be completed with a different balloon, with no pt complications. The pt condition post procedure was reported to be "fine".